Event description:
It was reported that during inventory at the distributor, a total articular surface provisional shim instrument was found to be disassembled. No adverse events have been reported as a result of this malfunction. It was reported that no further information is available.

Manufacturer narrative:
(B)(4). Multiple MDR reports have been filed for this event. Please see associated reports: 0001822565-2022-03377; 0001822565-2022-03378. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual inspection of returned lot: 62357323 exhibits signs of repeated use (nicked or gouged) and has both of components 1 and 2 disassembled / missing. 3 springs & 2 bearings were returned but unable to confirm which returned instrument it belongs to. The device history record was reviewed and no discrepancies relevant to the reported event were found. The device is confirmed to have been a part of a previous investigation. Actions were initiated to recommend against using ultrasonic cleaning as a sterilizing technique for these devices. These devices were subsequently re-designed to account for this failure mode with a new locking mechanism. It was determined that these devices were manufactured prior to this design change. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.